Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing high blood glucose event. Blood glucose level at the time of the incident was 22.9 mmol/l which was treated with insulin pump. Customer had symptoms related to their high blood glucose event was headache. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 11.8 mmol/l. The insulin pump will not be returned for analysis.